Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was over 360mg/dl which was treated with insulin drip and glucose stabilizer. Customer's current blood glucose was 171mg/dl. Customer had symptoms like vomiting and nausea. Customer also stated that they had originally staff infection on foot leads them to hospitalization. Customer was wearing insulin pump at time of hospitalization. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.